Manufacturer narrative:
The pump, sn (B)(4), was in use from (B)(6) 2021 to (B)(6) 2021.

Event description:
Berlin heart was informed by the site on (B)(6) 2021 that a patient being supported with the excor pediatric vad system in the lvad configuration had developed hemolysis. On (B)(6) 2021, the patient's ldh was reported as 2612 and the plasma free hemoglobin was 39.5. On (B)(6) 2021, the ldh had decreased to 1632 and plasma free hemoglobin had increased to 46.5. On (B)(6) 2021, the ldh was 1033 and the plasma free hemoglobin was 27. The pump had complete fill and ejection. A pump change had just occurred on (B)(6) 2021 for thrombus in the pump.